Event description:
A nurse reported the system shut down on its own before a vitrectomy procedure. There was no patient involvement. No additional information is expected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer reported that the system shut down before a procedure. There was no patient involvement. The company representative examined the system and replaced the host module. The system was then tested and met all product specifications. The host module was received and a visual assessment of the returned sample did not reveal any obvious visual nonconformity. The returned sample was then installed into a calibrated system and the system was booted up without any system message (sm) noted. The system was then restarted 5 additional times without any sms displayed. A 12 hour burn-in test was performed without any sms or abnormalities found. The functional evaluation of the returned sample did not reveal any nonconformity as the sample was found to meet specifications. The system was manufactured on december 11, 2012. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).